Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller said the patient's ins is not on and has not worked for "like two years" per the patient. The caller also said the patient is going to have their ins removed soon. The caller was not able to clarify "has not worked". No further complications were reported. No patient symptoms were reported.